Manufacturer narrative:
This adverse event was not related to the use of eversense continuous glucose monitoring system.the user was unconscious and taken to hospital.the event happened on jul 19, 2025.the user ended unconscious due to the aspiration of fluids due to the pneumonia.the user didn't remember the kind treatment at the hospital. The user was prescribed antibiotics (amoxicillin/ clavulanate), heart monitor and heart pills (metoprolol) as medication.the user's hcp was aware of the event.per dms, user was not using the system since (B)(6) 2025 as the transmitter was lost at the hospital.

Event description:
Senseonics was made aware of an incident where user was unconscious and taken to hospital.the event happened on jul 19, 2025.the user ended unconscious due to the aspiration of fluids due to the pneumonia.the user didn't remember the kind treatment at the hospital. The user was prescribed antibiotics (amoxicillin/ clavulanate), heart monitor and heart pills (metoprolol) as medication.the user's hcp was aware of the event.per dms, user was not using the system since (B)(6) 2025 as the transmitter was lost at the hospital.